Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was diagnosed with sepsis which caused the patient to experience ventricular tachycardia (vt). The device then delivered shock therapy three times. The patient was treated with antibiotics and was given new medications for the heart rhythm. The device remain in service. No additional adverse patient effects were reported.